Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, scissoring occurred from second firing to fourth firing. The first clip was formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient.